Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to adjust his stimulation as the (-) and (+) buttons of the programmer are malfunctioning. The pt stated when the (+) is pressed the stimulation increases and does not stop until he presses the (-) button. Also, the pt stated when he presses the (-) button, stimulation increases. Pt replaced the batteries and the issue persisted. A replacement programmer was sent to the pt as the next course of action.